Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were pressed harder to respond battery life was diminished. The customer was reported that casing of the back of the was broken so the clip was not stay in place. Customer stated that the sensors were not connecting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.